Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer delivered a bolus via the pump and administered a manual injection to address the elevated bg. No treatment was received in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.